Event description:
Literature was reviewed regarding the effect in endovascular thrombectomy with stent-retriever devices for acute large vessel occlus ion stroke. Successful recanalization after the first pass of the device in endovascular thrombectomy (evt) can significantly improve patients¿ prognosis. The study aimed to investigate the possible factors that influence achieving the first-pass effect (fpe). Adverse events included patients with poor outcome, symptomatic intracerebral hemorrhage, and death.

Manufacturer narrative:
Chen c, zhang t, xu y, xu j, yang k, yuan l, yang q, huang x, zhou z. Predictors of first-pass effect in endovascular thrombectomy with stent-retriever devices for acute large vessel occlusion stroke. Front. Neurol. (2022) 13:664140. Doi: 10.3389/fneur.2022.664140. A2: age 69 years is average age of participants. A3: male is the majority of participants. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.